Event description:
During a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The lesion being treated was in the proximal ostium of the left anterior descending artery (lad). The lesion was predilated with a 3.0 x 15 mm quantum balloon at 6 atms for 10 seconds. After predilation the physician successfully deployed a taxus express2 3.0 x 28 mm drug eluting stent at 10 atms for 10 seconds. Upon withdrawal the physician felt resistance and he decided to re-inflate the balloon to 20 atms for 20 seconds. The physician then was able to withdraw the balloon with the considerable force. Postdilation was performed with a 3.0 x 15 mm quantum balloon. There was no pt complications or injury reported. Pt status is reported as "good/satisfactory."